Event description:
It was reported that following shoulder surgery, the pain pump that had been placed stopped working. The pt continued taking the oral medication that had been prescribed at the time of discharge.

Manufacturer narrative:
The pump was discarded by the pt after removal.